Event description:
Patient complained of painful hip. Fluid found in joint. This is for our records only. No response is required and no further information will be available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states that the patient complained of painful hip and that fluid was found in the joint. No medical records or reports were received to confirm this. Notification was received stating that no further information or return of product is available.a complaints database search and review of manufacturing records did not identify any anomalies.without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).